Manufacturer narrative:
Advanced bionics considers the investigation into reportable event as closed. The recipient's infection and redness resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced redness and an infection at the implant site. The recipient was treated with antibiotics and the redness was resolved by reducing the magnet strength. However, the redness recurred since the magnet strength had to be increased due to retention issues. The recipient was recommended to use moleskin on the headpiece.